Event description:
Device 2 of 3. Ref MFR report numbers 1627487-2013-00330 and 1627487-2013-00332. It was reported the pt ((B)(6)) experienced overstimulation while passing through a security scanner. The event resulted in a fall and disconnection of one of the pt's two percutaneous leads (different lots) from the ipg. Surgical intervention was undertaken on (B)(6) 2010 to restore the ipg/lead connection, and effective stimulation was recaptured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.